Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 03-jun-2016 who had essure (ess205) (fallopian tube occlusion insert) inserted on (B)(6) 2006. Following the procedure, plaintiff experienced severe headaches, migraines, pelvic pain, fatigue, hair loss, heavy menses, and joint pain. Plaintiff also had to have a hysterectomy due to complications from the essure device. On or around (B)(6) 2015, plaintiff underwent surgery to remove her essure device. Follow-up received on 17-jun-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and following the procedure experienced pelvic pain. Plaintiff underwent surgery to remove her essure device around 10 years after placement. This event is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Considering the implied temporal relation and the absence of alternative explanation, causality between reported events and essure use cannot be excluded. Since an intervention was required to remove the devices, this case is regarded as incident. Additionally, non-serious events were reported. According to the technical analysis, as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be requested through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain"), cerebrovascular accident ("small stroke/stroke like symptoms"), facial paralysis ("face droops") and post procedural haemorrhage ("spotting") in a 39-year-old female patient who had essure (ess205) (batch no. 509793) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy in 2007. Concurrent conditions included obesity, multigravida, chronic pain, nausea, vomiting, anxious mood, dizzy, birth control pill, dysuria, paresthesia, vaginal dryness, stroke, photophobia, irritable bowel syndrome and dysfunctional uterine bleeding. Concomitant products included drospirenone w/ethinylestradiol (yaz) since 2006 for birth control, verapamil for migraine as well as armodafinil (nuvigil), caffeine citrate, modafinil (provigil), riboflavin and topiramate (topamax). On (B)(6) 2006, the patient had essure (ess205) inserted. On 24-mar-2010, 3 years 9 months after insertion of essure (ess205), the patient experienced cerebrovascular accident (seriousness criterion medically significant), headache ("severe headaches") and migraine ("migraines"). In 2010, the patient experienced the first episode of urinary tract infection ("infection (urinary tract) /uti"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2015, the patient experienced menorrhagia ("heavy menses/ abnormal bleeding (menorrhagia)"), alopecia ("hair loss"), arthralgia ("joint pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection (bladder)") and vaginal infection ("infection (vaginal)"). On an unknown date, the patient experienced fatigue ("fatigue"), the second episode of urinary tract infection ("uti"), abdominal pain lower ("lower stomach pain"), endometriosis ("endometriosis"), nausea ("terrible nausea"), facial paralysis (seriousness criterion medically significant), melanocytic naevus ("red moles"), post procedural haemorrhage (seriousness criterion medically significant), procedural pain ("still have terrible pain in my right side") and vomiting ("threw up during surgery"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)/hysterectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, cerebrovascular accident, menorrhagia, headache, migraine, fatigue, alopecia, arthralgia, the last episode of urinary tract infection, vaginal haemorrhage, cystitis, vaginal infection, abdominal pain lower, dysmenorrhoea, dyspareunia, endometriosis, facial paralysis, melanocytic naevus, post procedural haemorrhage, procedural pain and vomiting outcome was unknown and the nausea had resolved. The reporter considered abdominal pain lower, alopecia, arthralgia, cerebrovascular accident, cystitis, dysmenorrhoea, dyspareunia, endometriosis, facial paralysis, fatigue, headache, melanocytic naevus, menorrhagia, migraine, nausea, pelvic pain, post procedural haemorrhage, procedural pain, vaginal haemorrhage, vaginal infection, the first episode of urinary tract infection and the second episode of urinary tract infection to be related to essure (ess205). No further causality assessment were provided for the product. The reporter commented: she had oophorectomy (one side removal of ovary).the outcome of events uti ,pain,pain with intercourse ,bladder infection was reported as cease to exist. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Ultrasound scan vagina in september 2006: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media migraines,headaches,urinary tract infection ,menorrhagia,dysmenorrhoea,hair loss,endometriosis, nausea, face droops, red moles, spotting,procedural pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: social media received:the events endometriosis, nausea, face droops, red moles, post procedural spotting,post procedural pain,vomiting were added.reporters added. Incident at the time of reporting, there is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and cerebrovascular accident ("small stroke") in a female patient who had essure (ess205) (batch no. 509793) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy in 2007. Concurrent conditions included obesity. Concomitant products included drospirenone w/ethinylestradiol (yaz) since 2006 for birth control. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2010, 3 years 9 months after insertion of essure (ess205), the patient experienced cerebrovascular accident (seriousness criterion medically significant), headache ("severe headaches") and migraine ("migraines"). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2015, the patient experienced menorrhagia ("heavy menses/ abnormal bleeding (menorrhagia)"), alopecia ("hair loss"), arthralgia ("joint pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection (bladder)"), the first episode of urinary tract infection ("infection (urinary tract) /uti") and vaginal infection ("infection (vaginal)"). On an unknown date, the patient experienced fatigue ("fatigue"), the second episode of urinary tract infection ("uti"), abdominal pain lower ("lower stomach pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, cerebrovascular accident, menorrhagia, headache, migraine, fatigue, alopecia, arthralgia, the last episode of urinary tract infection, vaginal haemorrhage, cystitis, vaginal infection, abdominal pain lower, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, cerebrovascular accident, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vaginal infection, the first episode of urinary tract infection and the second episode of urinary tract infection to be related to essure (ess205). The reporter commented: she had oophorectomy (one side removal of ovary).the outcome of events uti ,pain,pain with intercourse ,bladder infection was reported as cease to exist. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Ultrasound scan vagina - in (B)(6) 2006: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-feb-2018: reporters added and updated patient demographics. Historical condition, concomitant disease, laboratory data, concomitant drug were added. Updated suspect drug indication and lot number. On (B)(6) 2006, she implanted essure (previously reported as (B)(6) 2010). Added events abnormal bleeding (vagina), infection (bladder/ urinary tract/vaginal), bladder or urinary problems or changes: uti, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), small stroke and lower stomach pain. Updated events onset dates. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain"), cerebrovascular accident ("small stroke/stroke like symptoms"), facial paralysis ("face droops") and post procedural haemorrhage ("spotting") in a 39-year-old female patient who had essure (ess205) (batch no. 509793) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy in 2007. Concurrent conditions included obesity, multigravida, chronic pain, nausea, vomiting, anxious mood, dizzy, birth control pill, dysuria, paresthesia, vaginal dryness, stroke, photophobia, irritable bowel syndrome and dysfunctional uterine bleeding. Concomitant products included drospirenone w/ethinylestradiol (yaz) since 2006 for birth control, verapamil for migraine as well as armodafinil (nuvigil), caffeine citrate, modafinil (provigil), riboflavin and topiramate (topamax). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2010, 3 years 9 months after insertion of essure (ess205), the patient experienced cerebrovascular accident (seriousness criterion medically significant), headache ("severe headaches") and migraine ("migraines"). In 2010, the patient experienced the first episode of urinary tract infection ("infection (urinary tract) /uti"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2015, the patient experienced menorrhagia ("heavy menses/ abnormal bleeding (menorrhagia)"), alopecia ("hair loss"), arthralgia ("joint pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection (bladder)") and vaginal infection ("infection (vaginal)"). On an unknown date, the patient experienced fatigue ("fatigue"), the second episode of urinary tract infection ("uti"), abdominal pain lower ("lower stomach pain"), endometriosis ("endometriosis"), nausea ("terrible nausea"), facial paralysis (seriousness criterion medically significant), melanocytic naevus ("red moles"), post procedural haemorrhage (seriousness criterion medically significant), procedural pain ("still have terrible pain in my right side") and procedural vomiting ("threw up during surgery"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)/hysterectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, cerebrovascular accident, menorrhagia, headache, migraine, fatigue, alopecia, arthralgia, the last episode of urinary tract infection, vaginal haemorrhage, cystitis, vaginal infection, abdominal pain lower, dysmenorrhoea, dyspareunia, endometriosis, facial paralysis, melanocytic naevus, post procedural haemorrhage, procedural pain and procedural vomiting outcome was unknown and the nausea had resolved. The reporter considered abdominal pain lower, alopecia, arthralgia, cerebrovascular accident, cystitis, dysmenorrhoea, dyspareunia, endometriosis, facial paralysis, fatigue, headache, melanocytic naevus, menorrhagia, migraine, nausea, pelvic pain, post procedural haemorrhage, procedural pain, procedural vomiting, vaginal haemorrhage, vaginal infection, the first episode of urinary tract infection and the second episode of urinary tract infection to be related to essure (ess205). The reporter commented: she had oophorectomy (one side removal of ovary).the outcome of events uti ,pain,pain with intercourse ,bladder infection was reported as cease to exist. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Ultrasound scan vagina - in september 2006: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media migraines,headaches,urinary tract infection ,menorrhagia,dysmenorrhoea,hair loss,endometriosis, nausea, face droops, red moles, spotting,procedural pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-aug-2018: quality-safety evaluation of ptc update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.